Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the volume accuracy test. No unlocked lcd keypad connector noted. No burn components found at electronic assembly per visual inspection.

Manufacturer narrative:
Device received with intermittent act button due to flattened dome switch (no crease). Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Device received with cracked case at display window corners and belt clip slot. Device received with stained end cap sticker. Device received with minor scratched lcd window. No burn marks at casing noted.

Event description:
Customer reported via phone call that she was hospitalized for hyperglycemia. Customer's blood glucose was 498 mg/dl. During troubleshooting, device passed the high pressure test. Customer reported that continued to have high blood glucose after troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.